Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned. The outer insulation was pulled and the tr spacer pulled away from the sense ring allowing blood to ingress into the outer insulation at the distal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively the right ventricular (rv) lead exhibited high thresholds and decrease in impedance. During rv lead revision blood ingress was observed at the lead tip. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.